Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the ins flipped and was sticking out which caused pain at the ins site. No environmental/external/patient factors that may have led or contributed to the issue were known. As a result of what was reported, a revision was performed and an antibiotic pouch was placed. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) reported that the cause of the device migrating multiple times was not determined, the doctor suspected that the patient had some type of connective tissue disorder. It was noted tyrx was used to aid in resolving it. Due to the covid-19 pandemic, no further surgery was planned at the time. The cause of the vibration in the knee was not determined and it was unknown if it had resolved. Also, the cause of the presence of stimulation when it was turned off had not been determined and it was unknown if this was resolved. It was noted that due to the covid-19, this information had not been confirmed with the physician, the rep would follow-up with more information when it is obtainable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device has moved like four times. Once with the new device she currently has and the rest with the other device. The patient had the ins moved in the end of january or beginning of february. The patient did not recall the exact dates the event occurred. The caller said the ins has moved again and it is sticking out. The patient called her doctor and he told her to call the manufacturer. The patient is having pain from the top part of the ins implant down leg to right under the knee. It started like four days ago. The patient said she turned the stim off like two days ago and she can still feel the vibration. She said she feels the vibration in the knee and that is something new and the patient has constant pain. The patient went to the hospital last night and they said there is nothing they can do. The patient said this is like the fourth time the ins has come out of place. This is the first time it has come out of place with this device. Checked the patient's settings to make sure her stim was off. It was off at program 5 at 5.0 volts. The patient was advised to turned down to 0.0 volts just in case. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.